Event description:
It was reported that a user experienced hyperglycemia with blood glucose exceeding 300 and requested guidance to turn off the ilet pump to switch to multiple daily injections, then elected to turn the pump back on to view readings and was advised on safe reconnection timing after bolus and long-acting insulin. Symptoms included hyperglycemia. Outcomes included self-management with education on pump disconnection and reconnection; no injury or hospitalization was reported. Investigation included customer troubleshooting and counseling to review highest glucose, symptoms, potential root cause, and infusion set type during follow-up. Investigation of this case revealed no confirmed device malfunction and an unclear cause; factors under consideration included insulin delivery interruption during pump off time and potential infusion set or user-related variables. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.